Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During a device replacement procedure, imaging was performed and externalization of the lead was noted. The physician will continue to monitor the electrical parameters of the lead. The patient is in stable condition.